Event description:
It was reported that the patient was to undergo a revision because she was having discomfort. The stimulator was currently in the abdomen, and it was believed it would remain there. It was further stated that the battery was repositioned due to weight gain. The patient was able to connect with the programmer and recharger. Additional information was requested regarding the outcome, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).